Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarm occurred. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer resolved the occlusion issues by resuming insulin delivery, or by performing a supply change then resuming insulin delivery. System check could not be performed as the issues occurred in the past.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was unable to be verified due to the cartridge not being returned; however, and a different issue was identified.